Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 9type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was able to replicate the reported issue and diagnosed the leak to be near cart gauge. The fse tightened fitting near gauge, leak reduced. Helium leak test passes within tolerance, leak below 20 psi in 5 minutes. Performed full functional, mechanical, and visual testing. All tests passed and ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement.